Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an air gap and leak in the patient line of a homechoice cassette without an alarm; stated by caregiver as ¿the patient line had a gap and the fluid leaked out¿. This occurred during initial drain of automated peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was a leak from an unspecified location of the patient line. Renal therapy services assisted the patient in ending the therapy, disconnecting and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.